Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. Customer was not calling back after receiving a battery cap. The insulin pump had crack on the bottom where the battery goes in. Customer was sweating a lot but customer was not sure if the sweat got in the insulin pump. Insulin pump will be returning for analysis.